Event description:
Pacing feature on monitor/defibrillator failed on ambulance call. Pt was then given CPR by ambulance personnel. Later, cables were checked out and found to be defective. When new cable was put on machine, it worked. No visible damage to cables. MFR and rep were notified. Pt was brought to hosp.